Manufacturer narrative:
UDI number is not known as the part and lot number were not provided. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 90% stenosed, mildly calcified, and heavily tortuous lesion in the distal right coronary artery. The unspecified nc trek balloon dilatation catheter (bdc) failed to cross due to resistance with the anatomy and the distal shaft bent. The bdc was removed, however; once outside the anatomy the distal shaft separated. Another same size balloon dilation catheter was used to successfully complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Unique device identifier (UDI): the UDI is unknown because the part number and lot number was not provided. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the heavily tortuous and 90% stenosed anatomy resulting in the reported failure to advance. Manipulation of the device resulted in the reported deformation due to compressive stress/bend and ultimately resulted in the reported material separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.